Event description:
It was reported while using bd vacutainer® edta 2k a tube was missing the fill line mark. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 1 used sample and 2 photos for investigation. The photos were reviewed and the indicated failure mode for missing fill line was observed. Additionally, the customer sample was evaluated by visual examination and the issue of missing fill line was observed. 100 retention samples from bd inventory were evaluated and all met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing fill line. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. The actual date of event is unknown. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® edta 2k a tube was missing the fill line mark. No adverse impact was reported regarding the patient or user.